Event description:
It was reported that during an implant attempt, the lead had high impedance and a high threshold when connected to the device. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. The analyst noted the helix was disengaged from the helical channel. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism.